Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was unexpected high ultrafiltration relative to other therapies. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 05:27:00. During night drain cycle one, the patient's ultrafiltration reading was 1279ml, indicating the home patient (hp) drained 1279ml more than their maximum programmed fill volume of 2000ml. No additional information is available.